Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge field service engineer (fse) that encountered the issue replaced the purge valve assembly and verified proper performance, bimba purge 3.25 sec. Safety disk was due, so it was replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Pm was completed and the iabp was then cleared for clinical service.

Event description:
It was reported that during a routine preventive maintenance (pm) after a rental return that was performed by a getinge field service engineer (fse), the iabp unit failed the autofill volume test, bimba purge time > 12 seconds. There was no patient involvement, and no adverse event reported.